Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. The cover caps on the screw pillars and the technician seal (03/2019) on the lower housing were intact and undamaged. A damage on the operating unit were found. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. No abnormalities were found in the device history. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. It was not possible to check electronic and mechanical pressure because no pressure was built up. A delivery accuracy measurement according to iec 60601-2-24 was arranged. During the delivery, could be detected that at a rate of 100 ml/h, a large quantity was pumped after a short time. The device was disassembled and the inside was investigated. Additional to the damaged operating unit the plastic clip for the pump frame on the inner frame was broken. The damage is due to an impact damage. The complaint could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion". According to customer: "changed (B)(6) propofol @ 23.40 to a new infusion pump by (B)(6) 30m1s propofol in bottle at start of infusion. Patient (B)(6) ventilator began to alarm @ 23.50 to say low tidal volume. Noted that patient rr had dropped from "20 to 8, desaturated to 87% and etco2 had increased from 3.6 to 5.4. Propofol pump alarmed to say full bottle had gone through - chamber in giving set completely empty, so changed to a new bottle (B)(6) continued to struggle to ventilate, attempted to change to automode but did not sync, then simv, but still not working. Anaethetist present @ 0010. Noticed that the new propofol bottle had less than half the remaining bottle in and had been running for approx. Lomins. Propofol stopped and in approx. Lo mins patient rr increased and settled from a respiratory point of view. Had approximately 60m1s propofol (1200mg) in 30mins. Changed propofol infusion to a new pump. Using the original pump we attached a bag of loomis naci 0.9% and ran it into the sink. Eptered into the pump was a volume of 20 m1s to run at 20 m1s/hr. After 8 mins loomi naci 0.9% bottle completely empty. During this process we noticed that the saline would gush out very quickly and then not drain at all for about' 30 secs, then gush out again. Removed pump from bedspace and sent to med physics. Mentioned by night nurse that prior to this, antivirals were administered at 500m15/hr for 250m1s, and it took over an hour to administer. The day nurse also mentioned to her that she had started an antibiotic prior to handover over an hour, and was really surprised it said it was finished during handover, as she felt it hadn't been that long since she had started the drug." "